Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer, mother reported via phone call that her daughter¿s sensor cannula was missing. The blood glucose value was unknown. Customer reports the sensor cannula fractured while in the body. Customer also report that they cannot find sensor signal. Customer declined for the troubleshoot. The product will return for the analysis.